Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), embedded device ('embedded within the uterus at each cornu') and endometrial ablation ('ablation') in a 33-year-old female patient who had essure (batch no. B76525) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression and panic disorder. Previously administered products included for birth control: depo provera. Concurrent conditions included anxiety, menstruation irregular, dysmenorrhea, left lower quadrant pain, low back pain, abdominal bloating, vaginal discharge abnormality, vaginitis trichomonal, vaginal discharge, vaginal odor, vaginal itching, fever, mood swings, allergic reaction to antibiotics and septate uterus. Concomitant products included lorazepam since 2015 and sertraline hydrochloride (zoloft) since 2015 for depression and anxiety as well as amoxicillin, antibiotics, lamotrigine since 2015, medroxyprogesterone acetate (depo provera) since 2013, sertraline and tramadol hydrochloride (ultram). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with ibuprofen, metoclopramide hydrochloride (reglan), metronidazole and surgery (on (B)(6) 2018,bilateral salpingectomy,on (B)(6) 2019,laparoscopically-assisted vaginal hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain and back pain had not resolved, the embedded device, endometrial ablation, urinary tract disorder and bladder disorder outcome was unknown, the vaginal infection and female sexual dysfunction had resolved and the migraine and headache was resolving. The reporter considered abdominal pain, back pain, bladder disorder, embedded device, endometrial ablation, female sexual dysfunction, headache, migraine, pelvic pain, urinary tract disorder and vaginal infection to be related to essure. The reporter commented: plantiff continues to experience these symptoms and is currently exploring her options for the removal of the essure device. While he was performing the ablation, he would see if he could remove the essure device without performing a partial hysterectomy. 4 visible rings on the right and 3 visible rings on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion; on (B)(6) 2014: the essure devices are visualized in normal position. No contrast material extends into the fallopian tubes consistent with occlusion of the fallopian tubes on the basis of the essure device. Patient tolerated the procedure well. No complications. Pathology test - on (B)(6) 2018: ight fallopian tube, tubal ligation: portion of completely transected fallopian tube with adjacent benign paratubal cyst, essure coil in place. Left fallopian tube, tubal ligation: portion of completely transected fallopian tube, essure coil in place; on (B)(6) 2019: bicornuate uterus, thin endometrium with focal acute and chronic inflammation; status post endometrial ablation, focal adenomyosis is noted in one cornua,essure coils with surrounding inflammation and granulation tissue are noted embedded within the uterus at each cornu. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: abdominal pain. Quality-safety evaluation of ptc: : unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic") and endometrial ablation ("ablation") in a 33-year-old female patient who had essure (batch no. B76525) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression and anxiety. Previously administered products included for birth control: depoprovera. Concurrent conditions included menstruation irregular, dysmenorrhea, left lower quadrant pain, low back pain, abdominal bloating, vaginal discharge abnormality, vaginitis trichomonal, vaginal discharge, vaginal odor, vaginal itching and fever. Concomitant products included lorazepam since 2015 and sertraline hydrochloride (zoloft) since 2015 for depression and anxiety as well as antibiotics, lamotrigine since 2015 and medroxyprogesterone acetate (depo provera) since 2013. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with ibuprofen, metoclopramide hydrochloride (reglan), metronidazole and surgery (surgical removal of coil(s) bilateral neosalpingostomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and back pain had not resolved, the vaginal infection and female sexual dysfunction had resolved, the migraine and headache was resolving and the urinary tract disorder and bladder disorder outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, endometrial ablation, female sexual dysfunction, headache, migraine, pelvic pain, urinary tract disorder and vaginal infection to be related to essure. The reporter commented: plantiff continues to experience these symptoms and is currently exploring her options for the removal of the essure device. While he was performing the ablation, he would see if he could remove the essure device without performing a partial hysterectomy. 4 visible rings on the right and 3 visible rings on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 21-may-2014: total bilateral occlusion. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-may-2019: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), embedded device ('embedded within the uterus at each cornu') and endometrial ablation ('ablation') in a 33-year-old female patient who had essure (batch no. B76525) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression and panic disorder. Previously administered products included for birth control: depo provera. Concurrent conditions included anxiety, menstruation irregular, dysmenorrhea, left lower quadrant pain, low back pain, abdominal bloating, vaginal discharge abnormality, vaginitis trichomonal, vaginal discharge, vaginal odor, vaginal itching, fever, mood swings, allergic reaction to antibiotics and septate uterus. Concomitant products included lorazepam since 2015 and sertraline hydrochloride (zoloft) since 2015 for depression and anxiety as well as amoxicillin, antibiotics, lamotrigine since 2015, medroxyprogesterone acetate (depo provera) since 2013, sertraline and tramadol hydrochloride (ultram). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced vaginal infection ("infection bladder/ urinary tract/vaginal type: vaginal"), female sexual dysfunction ("apareunia inability to have sexual intercourse"), migraine ("migraines"), headache ("headaches"), urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with ibuprofen, metoclopramide hydrochloride (reglan), metronidazole and surgery on (B)(6) 2018,bilateral salpingectomy,on (B)(6) 2019,laparoscopically-assisted vaginal hysterectomy. Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain and back pain had not resolved, the embedded device, endometrial ablation, urinary tract disorder and bladder disorder outcome was unknown, the vaginal infection and female sexual dysfunction had resolved and the migraine and headache was resolving. The reporter considered abdominal pain, back pain, bladder disorder, embedded device, endometrial ablation, female sexual dysfunction, headache, migraine, pelvic pain, urinary tract disorder and vaginal infection to be related to essure. The reporter commented: plaintiff continues to experience these symptoms and is currently exploring her options for the removal of the essure device. While he was performing the ablation, he would see if he could remove the essure device without performing a partial hysterectomy. 4 visible rings on the right and 3 visible rings on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2014: total bilateral occlusion; on (B)(6) 2014: the essure devices are visualized in normal position. No contrast material extends into the fallopian tubes consistent with occlusion of the fallopian tubes on the basis of the essure device. Patient tolerated the procedure well. No complications. Pathology test on (B)(6) 2018: right fallopian tube, tubal ligation: portion of completely transected fallopian tube with adjacent benign paratubal cyst, essure coil in place. Left fallopian tube, tubal ligation: portion of completely transected fallopian tube, essure coil in place; on (B)(6) 2019: bicornuate uterus, thin endometrium with focal acute and chronic inflammation; status post endometrial ablation, focal adenomyosis is noted in one cornua,essure coils with surrounding inflammation and granulation tissue are noted embedded within the uterus at each cornu. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic") and endometrial ablation ("ablation") in a (B)(6) year-old female patient who had essure (batch no. B76525) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression and anxiety. Previously administered products included for birth control: depo provera. Concurrent conditions included menstruation irregular, dysmenorrhea, left lower quadrant pain, low back pain, abdominal bloating, vaginal discharge abnormality, vaginitis trichomonal, vaginal discharge, vaginal odor, vaginal itching and fever. Concomitant products included lorazepam since 2015 and sertraline hydrochloride (zoloft) since 2015 for depression and anxiety as well as antibiotics, lamotrigine since 2015 and medroxyprogesterone acetate (depo provera) since 2013. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with ibuprofen, metoclopramide hydrochloride (reglan), metronidazole and surgery (surgical removal of coil(s) bilateral neosalpingostomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and back pain had not resolved, the vaginal infection and female sexual dysfunction had resolved, the migraine and headache was resolving and the urinary tract disorder and bladder disorder outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, endometrial ablation, female sexual dysfunction, headache, migraine, pelvic pain, urinary tract disorder and vaginal infection to be related to essure. The reporter commented: plaintiff continues to experience these symptoms and is currently exploring her options for the removal of the essure device. While he was performing the ablation, he would see if he could remove the essure device without performing a partial hysterectomy. 4 visible rings on the right and 3 visible rings on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: abdominal pain. Most recent follow-up information incorporated above includes: on 1-feb-2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- infection (bladder/ urinary tract/vaginal) type: vaginal, apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, migraines/headaches. Event pelvic pain make intervention required. Reporter information, concomitant drug, medical history, treatment drug, lab data, historical drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.